Event description:
The customer reported to beckman coulter (bec) that erroneous platelets (plt) results were obtained for three different patients run on the same day on the unicel dxh 800 coulter instrument, compared to plt results obtained on an the lh750 analyzer, which were reported out of the laboratory as correct. Controls were not affected by this event. Data provided for review indicated that on initial run lower plt results and slightly higher rbc results were recovered for all samples, without plt specific suspect messages, except for patient 1, for which a plt specific suspect message was obtained on initial run and which also showed plt r flags when rerun on the lh750 analyzer. No erroneous results were reported out of the laboratory, and there was no death, injury or effect to patient treatment as a result of this event. All plt results were rerun on the lh750 analyzer for verification, when the laboratory information system (lis) triggered a delta check for the initial runs.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse confirmed the reported problem and flushed the red blood cell (rbc) apertures and replaced the rbc bath input line, resolving the reported issue. As preventive maintenance, the sweep flow was checked along with the complete blood count (cbc) transducer interface board, and the instrument was verified as operational. The raw data files and plt histograms, provided by the customer, were reviewed by beckman coulter. Based on the review, the histograms are very similar between the two systems. Samples from patient 2 and 3 have normal looking histograms, without low end or high end interference patterns. The sample from patient 1 shows a low end interference pattern, but the internal analysis revealed that the algorithm gating did not have a significant contribution to the difference of the plt results. The 6c control results of 30 samples for each level were also reviewed. It was observed that the plt recoveries on the dxh800 are about 3-4% lower than their target values. The control results for the lh750 were not provided. Assuming that they are right on target, this means that there is a systematic bias of 3-4% between the two systems. If the dxh800 were re-calibrated to bring the control result right on target then the result for sample 2 would be 203, which is closer to the lh750 result. There are still significant differences between samples 1 and 3, and the cause for the difference is unknown. Failure mode was related to the rbc bath input line which needed replacement. Per raw data analysis, the cause of the difference could not be determined.